Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the right atrial (ra) lead on the day the cardiac resynchronization therapy pacemaker (crt-p) was implanted. It was also noted that the electrograms (egm) were missing when the crt-p was interrogated. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.